Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 9/18/2014 - medical records received. Upon revision, migration of the acetabular cup and a cyst requiring bone grafting were noted. The information received does not change the MDR decision. This complaint was updated on: 10/01/2014.

Event description:
Litigation alleges pain, disability and elevated metal ion levels. Additional information received from legal on (B)(6) 2014 provided dor.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)depuy still considers this investigation closed.

Event description:
Update rec'd 06/04/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. Dob updated. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/12/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, disability and elevated metal ion levels. Additional information received from legal on 5/28/2014 provided dor. Update rec'd 06/04/2014 - plaintiff's preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. Dob updated. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/12/2014. Update der rcvd 2 july 2014 - dor stated as (B)(6) 2014, added patient demographics, surgeon information and sleeve product.